Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent grip tang. The instrument had one (1) bent grip, causing them to be misaligned. The grips were not cracked. The probable root cause of a bent grip tang is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not articulate and got stuck on trocar upon extraction. The procedure was completed with no reported injury.